Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a social media complaint with the following information. A customer reported receiving a reading of 3.9 mmol/l (70 mg/dl) on their adc freestyle libre sensor and experienced a symptom of sweating. The customer further reported feeling their blood sugar was high and self-presented at the hospital where a reading of 29 mmol/l (522 mg/dl) was obtained. It is unknown when both readings were obtained and no treatment information was provided, but a reading of 522 mg/dl is indicative of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.